Event description:
This 51 y/o female had a bam in 1983 with silicone gel implants which were replaced in 1986 due to a deflation. She now presents with scar tissue and encapsulation and bilateral baker IV capsules with visible implants and pain. Gross exam: the right breast implant, weighing 260 gm, focally shows small fenestrations in the lateral aspect through which sticky viscous material can be expressed. The left implant is intact. The capsules show dense fibrous connective tissue with foamy histiocytes.